Manufacturer narrative:
Unit passed self test and displacement test. During visual inspection, electronics stack and motor had moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir retainer ring had crack. Customer stated reservoir was able to lock in place when inserted into insulin pump. Customer was performed self test and it was passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.